Event description:
It was reported that pump displayed malfunction alarm code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided reset information, confirmed malfunction did not recur after reset, and advised customer to continue using pump and to call back if malfunction code recurred, which caller acknowledged and understood.